Event description:
An endovascular stent with delivery system was successfully advanced to the target lesion site in the patient's right iliac artery. Subsequently, an unsuccessful attempt was made to inflate the balloon catheter. In response, the pressure was increased and a second attempt was made to inflate the balloon catheter; however, the balloon burst. It was reported that the stent did not appear to expand as well. The stent delivery system was removed from the patient and a minimal dissection was reported. Subsequently, another stent was sucessfully advanced and deployed at the target lesion site. The patient's condition was reported as being uneventful and there were no further details reported relative to this event.